Event description:
It was reported, "pt had a right total knee replacement. Md used bone cement, mixed to appropriate consistency. Md injected and hand packed in all 3 bony beds. The tibial and femoral components were impacted; patellar component held with a clamp. The knee was extended over the articular surface until all cement was dried. All excess cement was removed from the knee. Case completed without complications. Returned to or about a month later. The pt had audible crepitus with knee manipulation from 80 to 120 degrees. Articular surface removed and found to be intact. Md retrieved 2 small pieces of bone cement, 1 from behind medial and 1 from behind the lateral condyles. No other bone cement fragments noted. No infection. Md says he has never seen this happen before.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.